Manufacturer narrative:
(B)(4). Note: patient-reported adverse event of unknown mesh failure and bladder repair/revision (B)(6) 2007 was reported via 2210968-2018-77060. Patient-reported adverse event of bladder prolapse and the second revision of bladder repair on (B)(6) 2010 was reported via 2210968-2018-77061. Patient-reported adverse event of bladder prolapse and sacrocolpopexy procedure in (B)(6) was reported via 2012 2210968-2018-77062. Patient-reported adverse event of bowel prolapse and rectopexy in (B)(6) 2012 was reported via 2210968-2018-77063.

Event description:
(B)(4) reported that patient had a bladder repair procedure in (B)(6) 2005, mesh used however did not work. Patient then had hysterectomy/bladder repair with tvt in (B)(6) 2007. After unsuccessful bladder repair my womb prolapsed resulting in a hysterectomy and more mesh. Patient had a bowel procedure in (B)(6) 2008. After hysterectomy my bowel prolapsed, more mesh was used. In (B)(6) 2010 after bowel repair my bladder prolapsed, more mesh was used. In (B)(6) 2012, patient had a sacrocolpopexy with rectopexy and both bladder and bowel prolapsed. More mesh was used. I'm now left with a loop colostomy in (B)(6) 2015, an end colostomy/parastomal hernia repair/stone refashion in (B)(6) 2016, a parastomal hernia repair/stoma refashion in (B)(6) 2016, and a parastomal hernia repair/ stoma refashion in (B)(6) 2018. I found out in 2015 that all the mesh was used by (B)(4) and was defective, hence resulting in multiple surgeries. It is unknown if any of the devices are available for return. (B)(4).